Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
It was reported that the patient was implanted in 2006, and developed an infection lasting for two months. The wound was left open since it would not heal after the surgery. The patient was also diagnosed as having uti during his last visit to the doctor's office.